Event description:
The customer stated that the unit had an ECG comm error and the ECG signal broke up.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the reported ECG comm error upon powering up the unit. They isolated the error to intermittent connections on connector j2 on the preamp board. They replaced the cable and connector per service procedure to resolve the issue. After cable replacement, the device passed testing and returned to the customer.